Event description:
It was reported that a pt was undergoing surgery and fluid warmers were in use to allow rapid infusion of warmed fluids. During the procedure, a fluid warmer gave a "check disposable" warming alarm. A delay in therapy occurred while the disposable was manipulated. After troubleshooting the unit became operational and there was no consequence or impact to pt.

Manufacturer narrative:
The device is currently being evaluated, the MFR will file a f/u report detailing the results of the eval once it is completed.